Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient's dbs implantable pulse generator (ipg) was replaced due to the generator exhibiting impedance out of range. Postoperatively, the impedance normalized and the issue was resolved.

Manufacturer narrative:
The reported observation of high impedance was confirmed based on the ipg firmware version (v1.2). The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed.